Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, serial number (B)(4), was manufactured on (B)(6) 2005 is over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the sliding pins would not move freely. The ears on the side plates were dented and the comb was out of proper shape. The device could not be pre-tested due to the comb being damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, shoulder bolts, ball detents, worn side plates, gears and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unclear what the customer is referring to in their reported event. The roller can not be detached from the device by the user, therefore the reported event that it could not be put in properly was unclear. It is unclear what the customer is referring to in their reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that they were unable to put the roller in properly. Investigation results revealed that the comb was damaged. No adverse events have been reported as a result of the malfunction.